Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused. It was further reported approximately 10% of the solution remained in the device. The device was filled with 13.5g piperacillin/tazobactam in 230ml 0.9 % sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from august 5, 2020 - august 6, 2020. H10: the actual device was received for evaluation containing 69ml of residual drug fluid in the device. A visual inspection was performed using the naked eye, which did not identify any abnormalities, that could have contributed to the reported condition. A functional flow rate test was performed, and found to be within the product specification range. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.